Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient reported since the date of implant they had issues with their implant. Patient reported the implant was giving them a lot of pain when they touched the implant site (in their butt cheek) since having the ins replaced. Patient also mentioned the ins didn't hold a charge as long as their older ins and hadn't been working well for quite a while (agent understood therapy wasn't adequate). Patient last charged the implant about a month ago and mentioned that wasn't charging well and wouldn't hold a charge very long. The patient was redirected to their healthcare provider to further address the issue; agent provided nas number for healthcare provider office to call if needed. Patient mentioned they had an appointment with healthcare provider coming up, but didn't know if they would let a medtronic representative meet them at their office (as their old hcp did not allow mdt reps to do so). Patient said they spoke with someone in the past about not having had their lead replaced and someone should document that; agent documented reported information.